Event description:
Cook medical reported for the customer, "when mediport was being removed, the catheter broke off. The patient was transferred to another facility to have it removed." "Customer noted the patient did fine through procedure to remove and post op patient did fine."

Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.